Manufacturer narrative:
During surgery, the error alarm "main heater temp. Sensor error" occurred. On (B)(6) 2020 the perfusionist reported that the hcu 30 showed the error "main heater temp. Sensor error" during surgery. After restart of the device no error occurred and the surgery could be continued. There was no harm to the patient. According to the service report (B)(4) dated 2020-03-11 the getinge field service technician (fst) was onside and checked the device. The error could not be reproduced during repair and no parts had to be replaced. According to the service report the most probable root cause could be a shortage of water in the tank. Additional water was injected into the tank, after which the device could be used normally again. Function tests passed and the device is already back in use. Thus the reported error alarm "main heater temp. Sensor error" could not be confirmed. The reported failure happened during surgery. The hcu 40 which was used, was responsible for this complaint. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4): it was reported that the heater cooler unit hcu 30 displayed an error message during surgery, while trying to raise the temperature. When restarting the device the error did not occur again. No health problem for patients occurred.